Manufacturer narrative:
Continuation of d10: brand name indura; product ID 8711 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2022; ubd: 2010-11-21; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving fentanyl and clonidine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated 'my healthcare provider (hcp) implanted the latest pump last year and I had a major infection. I had it implanted on (B)(6) 2022, and I had two post ops afterwards. My wife noticed it right away - on the second or third day after implant that something was wrong. It got really red and infected. I saw my hcp a few days after. They took the bandages off, but it was swollen bad. My hcp was just going to give me oral antibiotics at that time and send me home. But, immediately after the post-op on the 19th, and I went directly from there to a different hospital and saw a different hcp - where it was taken out.' The patient stated 'the tube to the pump itself and the tube itself weren't hooked up. The notes said it was dislocated in three spots - they said it most likely broke from being pulled on. So I went through withdrawals during that week leading up. When it broke, it was spewing out of my body, so I was getting sick, and they had to take the tubing out because they thought that might be infected too - did some tunneling for that. My pain was high again and I can't take oral narcotics because I get very sick and throw up. So, because I have polyarachnoiditis, they dropped meds onto the spinal cord to numb the pain.' The patient stated they think explant occurred the thursday after (B)(6) 2022 but was unable to verify. The patient confirmed the pump was not replaced at that time because 'although they cleaned everything out, they didn't want it to get infected again and I was swollen like a baseball around it and pus was oozing through the sutures.' The patient stated 'I wanted this to get taken care of because I had 2 types of pseudomonas and the front of my stomach was swollen. And because I have history of a staph infection and mrsa or mssa infection from the hardware that went into my back - my back's all bolted up.' The patient stated they were released from hospital on (B)(6) 2022, then (B)(6) 2022. The patient stated they were given 2 different antibiotics every 6hrs while in hospital and had antibiotics for another month or three months post discharge via PICC line that 'injected into my heart.' The patient read from the surgery follow up note 'scar from left side of abdomen with 16 staples and 11 staples in lower part of his back' and 'they had to open my back from s1 to l4 to get all the catheter out'. The patient inquired if a pump could be implanted again, and how that's paid for, and the manufacturer's patient services specialist (pss) redirected the patient to their hcp.